Event description:
It was reported that the jaws of the endowrist prograsp instrument do not move properly. No additional information was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering conducted performance testing and found the instrument to move intuitively with full range of motion in all directions. All components function properly. Engineering also observed the distal end of the main tube to have various scratches. Two scratches are deep enough to remove a small amount of material. Scratches are not parallel to tube's longitudinal axis indicating that the scratches are likely due to inadvertent contact ("swordfighting") with other instruments. The instrument has 1 use remaining and has more than average wear and tear on tube. No other damage found.